Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device history logs were provided by the user facility, and when reviewed they showed that the pump functioned as intended. A heparin infusion was programmed on 29.jan.2021 at 12:56 am for 10 ml/hr and 250 ml. A pressure alarm occurred at 6:27 am, and the pump was stopped at 8:22 am with a total volume infused of 68.38 ml. At 8:22 am a new therapy was selected, then the pump was placed on standby. At 11:47 am the pump was brought out of standby. A new rate of 1000 ml/hr and 250 ml was set, and the infusion was started at 11:48 am. Pressure alarms occurred at 11:48 am, 11:59 am, and 12:38 pm. The infusion was stopped at 12:42 pm with a volume infused of 184.42 ml. Based on the information from the user facility and the information from the investigation, the cause of the event was determined to be user error. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: patient being administered heparin given wrong dose/rate entry in pump. Heparin was hung outside of the drug library and the clinician titrated the rate using ml/hour instead of units/hr. Patient involvement - the error was discovered quickly and the patient was not harmed. Customer stated this incident was user error.